Manufacturer narrative:
The product sample was not received for evaluation. Without the product sample we are unable to determine the cause of breakage. Co reviewed the device history record in order to determine possible causes for the problem and found that all the operations were performed appropriately. Co also checked the tubing DHR and found results within the established specifications. The minimum tensile strength specification for the tubing is 750 psi. DHR of this lot demonstrated tensile strength results of a minimum of 894 psi in quality testing performed. This material test result exceeds the forces that the drain would be subjected to by medical personnel in hospitals during removal. The product info data sheet (pids) provided detailed info regarding precautions for using these drains, warnings/complications. Specifically, we warn against any form of handling that may result in breakage of the drains; for example nicks, cuts and tears caused by punctures, sutures or sharp instruments.

Event description:
Drain broke off while trying to remove, they had to return to o.r. To have remaining drain removed from pt.